Manufacturer narrative:
Good laboratory practice precludes running and/or reporting patient results when quality control has failed. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The initial investigation determined that the qc failed on the day of the event. This event occurred in (B)(6).

Event description:
The initial reporter complained of questionable elecsys troponin t hs results for 1 patient tested on a cobas e 411 immunoassay analyzer. On (B)(6) 2019 the troponin t result was 4610 pg/ml on a different e 411. On (B)(6) 2019 the troponin t result with a new sample was 15.46 pg/ml and was reported outside of the laboratory. On (B)(6) 2019 the sample from (B)(6) 2019 was repeated and the troponin t result was 4097 pg/ml. On (B)(6) 2019 the sample from (B)(6) 2019 was repeated on a different e 411 and the troponin t result was 4471 pg/ml. On (B)(6) 2019 a new sample was collected and the troponin t result was 3674 pg/ml. There was no allegation of an adverse event. The troponin t reagent lot number was 00345852.